Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were not reviewed because the product was not returned. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev d / 2014 using the pod - page 44 check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
Patient's parent reported smell of insulin and a high level of blood glucose (bg) that went as high as 500 mg/dl due to insulin leaking from pod. Patient tried wrapping pod to prevent insulin from leaking while playing football. Parent reached patient's diabetes educator for advise. Pod was worn for two days.